Manufacturer narrative:
(B)(4). Additional information: batch # m9143r. Conclusion: the analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In addition, a bag with two malformed clips and one conforming clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed six scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure; the surgeon tried to put clips on the vessel and noticed that the clips were only partially formed. The clip was removed from the patient and is included in the return package. Another clips was fired and the issue remained. The surgeon removed the device from the patient and fired four more clips that formed properly. The device was replaced with a different device to complete the procedure. The procedure was delayed by ten minutes.